Manufacturer narrative:
The actual foot control device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence suggests that this event was due to mishandling. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that during craniotomy surgery the pressure gauge "came apart". There was no delay in surgery as an identical spare device was available. The reporter indicated that the surgery was successfully completed. No injuries or medical intervention were reported. All available information has been disclosed. If additional information becomes available, a supplemental report will be sent accordingly.